Event description:
Complainant alleged that during the incoming inspection of the device, there was no screen display upon power up of the unit. The complainant indicated that there was no patient involvement in the reported malfunction.